Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filled.

Event description:
Same pt as MFR report #: 2134265-2008-01884. Surveillance study. It was reported that 80 days following a coronary artery drug eluting stenting treatment procedure the pt developed unstable angina requiring reintervention. The index procedure treated the proximal lad (left anterior descending) with a 3.0x24mm taxus express2 stent. The pt returned 80 days post procedure with unstable angina. Reintervention was performed on day 93 consisting of balloon angioplasty of the 3.5x8mm, 90% stenosed mid lad. Residual stenosis was 0% and the patient was discharged in "better" condition on day 95. No angina was noted at the six month study follow up. This event was assessed by the investigator as possibly related to the study stent.